Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error on the insulin pump. Customer's blood glucose was 50 mg/dl. Customer stated that she could not prime the set with the plunger. Customer put the set in the plunger anyway and received a motor error alarm twice while trying to prime. Customer was assisted with manual prime and was able to complete the manual prime process. Customer stated that she treated her low blood glucose by eating dinner. Customer declined troubleshooting for her low blood glucose.